Event description:
Info was received that reported a pt had been hospitalized on the evening of 04/07/2006 due to diabetic ketoacidosis. They reported the pt may possibly have been ill. It was reported that they pt awoke thee morning of 04/07/2006 and stayed home as did her brother(vomiting) and they had been around several people with confirmed strep. Prior to admit her blood glucose was 500mg/dl and her mother gave her an injection of 5u fast-acting insulin. At the hosp her blood glucose was measured at 165 mg/dl and her ketones were large. A review of the pump history revealed that the pt had delivered no bolus on 04/07/06 after 1239 until the hospitalization, the history also shown the pump had alerts or alarms. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.